Event description:
The facility reported that an upgraded loaner colleague pump failed on all 3 channels on a patient in ICU. This was a male ICU patient, post open-heart surgery, using the colleague pump when all three channels failed. The patient was receiving levophed, epinephrine and dopamine (concentration, dose, rate and volume unknown) at the time of the event. The patient's blood pressure had been 90-100's and dropped into the 60-70's during the event. It is unknown what interventions were used to restore the blood pressure. This was the 3rd pump utilized on this patient on the same date, which failed on all three channels.

Event description:
.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. The pump is enroute to the baxter pal lab for evaluation. A follow up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 16:310:867:0002 was confirmed but not duplicated during service. The fail code is related to a software buffer overflow. Tube load/unloads were performed on each pump head module channel, each time the safety slide clamp engaged and disengaged with no observable defects. The keypad test was performed on all keys and the lockout button are working correctly. An internal inspection was performed on the front bezel, the communication harness was inserted correctly and does not have any damaged, the keypad flex cable does not have any cuts and has the pre-installed insulator present. The pump head module communication cable was inspected and has no signs of damaged and was connected correctly on all three pump head modules.